Manufacturer narrative:
Product analysis of ped-425-25, lot# b343586 ¿ visual inspection/damage location details: the distal end of the braid was not opened due to damaged braid. The proximal end of the braid was opened and frayed. The catheter tip, marker, and body were examined; no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. ¿ conclusion: based on the returned device, the customer report of "failure to open at the distal end" was confirmed as the distal end of the braid was not opened due to damaged braid. It is possible that the damaged braid may have contributed to the failure to open issue. However, the customer report of "resistance during delivery" could not be confirmed as the pushwire was not returned. In addition, no issues were found with the returned catheter. The cause of the resistance could not be determined. Since the pushwire was not returned; any contribution of the pushwire to the resistance issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ped pipeline had resistance in a phenom catheter and failed to open. After the microcatheter and the stent were in place, the surgeon deployed the stent and felt significant resistance and unable to open it. When the micro-guidewire was withdrawn, obvious resistance was felt at the microcatheter and it got stuck. After several adjustments, the micro-guidewire still couldn't be taken out. Finally, the surgeon could only remove the stent and guide wire with microcatheter. It was found that the front part of the stent has been damaged. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, amorphous aneurysm in the right posterior communicating artery and the origin of a1. The max diameter was 4.6mm and the neck diameter was 4.4mm. The distal landing zone was 2.9mm and the proximal landing zone was 4.5mm. Vessel tortuoisty was minimal. Angiographic result post procedure was obvious retnetion. Dual antiplatelet treatment was administered. Pru level was lla. No patient symptoms or complications were reported.

Event description:
Additional information was received that resistance occurred in the proximal section of the catheter. It was noted that the pipeline pushwire was damaged and the distal end was kinked and deformed. The distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. Resheathing was attempted to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.